Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., g.1.

Event description:
Patient reported "urgent concerns" and does not "want to take any additional chances now that cancer has been in my body for these implants to now be a concern and increased risk." Patient additionally reported "diagnosed with thyroid cancer in 2014." This event is not related to the device. Device remains implanted. This record is for the right side. Patient also reported chronic hives, tingling in arms, chest pains, and fogginess with memory loss.

Event description:
Patient reported "urgent concerns, severe and chronic hives, chest pain," and "possible rupture." Patient additionally reported "diagnosed with thyroid cancer, tingling in my arms, fogginess with memory loss¿ and ¿could be an autoimmune response to my implants;" these events are not related to the device. Healthcare professional later reported a right side implant exchange from textured to smooth due to the concerns of the product. This record is for the right side. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Urticaria: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Sensation increase/decrease-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Cancer-ndr: not applicable as the event is not related to the device. Additional observations: deformation device and white particles observed on the device. White particles observed on the device. Cloudy observed in the gel. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient concern with product, rupture.

Event description:
Patient reported "urgent concerns" and does not "want to take any additional chances now that cancer has been in my body for these implants to now be a concern and increased risk." Patient additionally reported "diagnosed with thyroid cancer in 2014." This event is not related to the device. Device remains implanted. This record is for the right side. Patient also reported chronic hives, tingling in arms, chest pains, and fogginess with memory loss.